Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi received the iesu for failure analysis investigation. The unit was analyzed, but the log could not confirm the fault had occurred in the field. The unit energized and cauterized, and all ports recognized instruments on the system.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer reported that bipolar energy was not working. The customer had tried both bipolar ports and replaced the instrument along with the instrument cord with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the integrated electrosurgical unit (iesu) and the issue was resolved. The customer called back during the same procedure to report that bipolar energy failed to fire again. The surgeon continued with monopolar energy. The procedure was completing as planned with no reported injury.